Manufacturer narrative:
Unit received missing retainer, missing o-ring at reservoir tube, damaged keypad overlay texture, peeling display window cover and minor scratches on lcd window. No cracks on reservoir tube noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked. Insulin pump would need to be replaced. Customer's blood glucose was unknown.